Manufacturer narrative:
The remote service engineer recommended power switch overlay replacement as resolution. Attempts were made to obtain information from the customer, but no response was received.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jul2020.

Event description:
The customer reported an alarm led failure error. There was no patient involvement.